Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 04:57:14 on (B)(6) 2025. At 07:10:09, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and motion artifact. At 07:10:47, the patient received the first inappropriate treatment. Oversensing of cardiac activity and motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and motion artifact. Post shock rhythm was sinus bradycardia @ 40 bpm degrading to asystole with unconducted p waves and motion artifact. At 07:12:59, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 07:13:33, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. Post shock rhythm was af from 30-75 bpm with CPR/motion artifact degrading to asystole with intermittent cardiac activity and CPR/motion artifact. The device was shut down at 07:30:05 on (B)(6) 2025.

Manufacturer narrative:
The monitor and electrode belt have not been recovered. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.